Event description:
It was previously reported that the patient experienced a loss of effect 2 days after implant and that the trial was effective. A separate event has been created and that information no longer pertains to this report. The following is the corrected report. Additional information received reported that the patient had a lack of effect. It was stated that around (B)(6) 2012, the patient met with the manufacturer representative for a checkup and it was found that there was a short circuit on the lead. The patient had experienced a loss of bladder control and at times the patient tried to urinate, but could not. It was also stated that the patient also changed pads 6 times a day and that started 3-4 months ago.

Event description:
It was reported that the patient experienced a loss of therapeutic effect on (B)(6) 2012. Additional information was received that indicated an impedance of <(><<)>50 ohms was measured between electrode 0 and 2. A company representative was able to program around the low impedance. No further intervention was required. The patient outcome was reported as "fine". If additional information is received, a follow-up report will be sent.

Event description:
Additional information received later indicated that patient had a short in her lead and she was wondering if we have on record which programs were adversely impacted by this. The patient was having challenges getting to hcp and was trying to make the decision whether to have the implantable neurostimulator removed or replaced. The patient stated that implantable neurostimulator was not hindering her but not helping her either. It was indicated that implantable neurostimulator.it was indicated that that programs 2 and 1 had been problematic with regards to the short circuit.

Event description:
Additional information received reported the patient had a loss of therapeutic effect. The device was not working and had not since two days after it was implanted. Some reprogramming was done and the change was effective for a couple of days, then it was back to not working. The physician stated the device "is only working at 25% capacity." She had a uti (urinary tract infection) a while back and decided to wait until it cleared up before pursuing anything further. The uti cleared up and she was going to call the manufacturer representative, as it has been eight months and it was still not working. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3093-33, lot# v748061, implanted: (B)(6) 2011, explanted: na. Programmer model 3037, serial# (B)(4). (B)(4).

Manufacturer narrative:
Urinary retention.

Event description:
Additional information received from the consumer reported that the manufacturer representative (rep) met with the patient at the health care professional (hcp) office and checked the implant with the rep's equipment. The rep told the patient that she had a short. The patient had the implantable neurostimulator (ins) off. She was not sure if she was going to have the ins removed or replaced. The patient was wondering what they would need to do to replace the short. She had not been able to use the ins because there was a short in the program. This was occurring daily. There were no reported symptoms. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the short had not been repaired. The patient had other unrelated medical issues with her pancreas due to multiple sclerosis that she needed to deal with. The device was currently off. At the time the short was discovered, her leakage returned. This was 8 months after the implantable neurostimulator (ins) was placed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient which indicated that their device worked in the beginning, but it stopped working according to a manufacturer representative (rep) the device shorted. The patient indicated that they had the device removed. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer stating that the patient's implant never worked for them and they never had success with it. The patient had the device removed on (B)(6) 2017. The caller was calling to see if there was any information found during analysis and if the implant was sent back or if medtronic needed any further information. The caller was trying to get paperwork in order and had a follow up letter from medtronic. Patient services reviewed the directions for the letter. The caller was redirected to the healthcare provider because it was found that the implant was not returned. No further complications were reported.

Event description:
Additional information received reported that the patient had a lack of effect. The trial was effective, but after the first two days, the implantable neurostimulator (ins) had not been effective. It was stated that around (B)(6) 2012, the patient met with the manufacturer representative for a checkup and it was found that there was a short circuit on the lead. The patient had also experienced a loss of bladder control and at times the patient tried to urinate, but could not.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported they had an interstim device and it was removed because it was defective. The patient was asked if the whole system had been removed and the patient replied that they didn¿t know. There were no further complications reported.